Manufacturer narrative:
Upon receipt of the complaint, the dealer performed a site assessment. The dealer also checked the other lifts at the facility. Root cause: the dealer investigated and found that the battery holder bracket had come off because the screw that was holding the bracket in place had loosened, allowing the battery to fall out of the case. The screw used in the lift was a pan head self-tap. This screw has since been replaced by a m4x12 socket cap screw that reduced the potential of the screw being able to back out over time. Corrective action: all lifts from the facility with the pan head self-tapping screw were returned to prism (5 total) at the request of the customer. The pan head self-tapping screw was replaced with the m4x12 socket cap screw. To reduce the likelihood of these screws not being refastened after service, ecr 718 was created to add more detail into the ceiling lift preventative maintenance checklist's guidelines for inspecting the batteries. The battery replacement instruction in the c-series technical manual was also updated.

Event description:
Originally it was reported that a battery fell out of the c-625 ceiling lift at the facility. We have since clarified with the dealer (oct 28, 2014) that the cover of the lift had come off and the battery of the lift was dangling by the wire, still attached to the lift. (B)(6)) on (B)(6) 2014. This complaint was forwarded to prism quality on sept 16, 2014.

Event description:
A battery fell out of the c-625 ceiling lift at the facility. No pts were involved in the incident. The dealer (B)(4) received a phone call from the facility (B)(6) on (B)(6) 2014. This complaint was forwarded to prism quality on 09/16/2014. Upon receipt of the complaint, the dealer performed a site assessment. The dealer also checked the other lifts at the facility. The dealer investigated and found that the battery holder bracket had come off because the screw that was holding the bracket in place had loosened, allowing the battery to fall out of the case.

Manufacturer narrative:
The screw used in the lift was a pan head self-tap. This type of screw may be able to back out over time with prolonged exposure to slight vibration. When this lift was manufactured, this was the correct type of screw used in the assembly. This screw has been replaced by a m4x12 socket cap screw that reduced the risk of backing sister company, (B)(4). We are no longer affiliated and do not have access to when this design change was made. The lift, and any lifts from the facility with the pan head self-tapping screw, will be returned to prism for repair by replacing the pan head self-tapping screw with the socket cap screw. The socket cap screw is used in current production and referenced in all applicable device master record documentation.